Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and air bubble anomaly. Customer stated blood glucose reading was 369 mg/dl. Troubleshooting was done for high blood glucose. Advised customer high blood glucose reading is often caused by infusion set issues. Advised customer to change the entire infusion set every 2-3 days. Customer declined to troubleshoot for air bubble anomaly. No further information provided.